Event description:
During service at baxter, a technician reported a colleague infusion pump with failure code 810:11 due to an out of calibration ail pcb (air in line printed circuit board) and was recalibrated by service. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).